Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A burn smell was coming from a mpm16. There was no pt contact involved with this event. Additional clinical information has been requested.